Event description:
Stayed without walking/disturbance of gait/limped [walking difficulty]; a lot of pain/arthralgia [knee pain]; arthropathy [arthropathy] ; purple injection site [injection site coloration] ; pain at the injection site [injection site pain]; swelling/swelling in joints [joint swelling]; joint stiffness [joint stiffness] ; warm sensation in the knee/common heat (a large heat) [joint warmth] ; joint effusion [joint effusion]; arthritis [arthritis]. Case narrative: initial information received from brazil on 12-dec-2018 regarding an unsolicited valid serious case received from patient. This case involves adult female patient who stayed without walking/disturbance of gait/limped, had a lot of pain/arthralgia, swelling/swelling in joints, warm sensation in the knee/common heat (a large heat) (latency: 0 day), joint stiffness, joint effusion, pain at the injection site, purple injection site, arthropathy and arthritis (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient had infiltration of hylan g-f 20, sodium hyaluronate, intra-articular injection in the knee at an unknown dose (lot - unknown) for unknown indication, administered by physician. On the same day, patient presented with reaction that cause swelling, a lot of pain and even stayed without walking (latency: 0 day). The patient informed that since then she had been suffering with those reactions and questioned whether it was normal still present with pain. The patient informed that she read about the collateral effects of the product and that she presented exactly with pain, swelling, a warm sensation in the knee (latency: 0 day) since the day she performed the procedure and regarding the accumulation of liquid she did not know, because she will only know when she performs a resonance. The patient had already spoken to the physician who informed that it was normal, but patient did not believe that it was normal. The patient informed that it was the second time that she performed this procedure and in the first time everything was normal and it helped a lot, because she presented result. Therefore, the patient decided to perform the procedure again, however, she had this unfortunate situation with adverse effects, although at the time of the procedure everything occurred well. The patient emphasized that she exactly fits in the potential adverse events, arthralgia, joint stiffness, joint effusion, swelling in joints (always, if the patient does something that requires a lot from her knee until mine gets swollen soon), common heat (a large heat) , pain at the injection site, which the patient felt and it turned purple for a week, but the patient was not presenting it at the day of the report anymore, arthritis, arthropathy, disturbance of gait and if it is in the matter of the walk, then, in the first week patient walked with the help of crutches, because she felt a lot of pain, in the second week the patient limped a little (latency: unknown). On the day of the report the patient still presented with pain, but it did not stop her from walking. Final diagnosis was warm sensation in the knee/common heat (a large heat), swelling/swelling in joints, a lot of pain/arthralgia, stayed without walking/disturbance of gait/limped, arthritis, arthropathy, purple injection site, pain at the injection site, joint effusion and joint stiffness. Corrective treatment: crutches for a lot of pain/arthralgia and stayed without walking/disturbance of gait/limped; note reported or rest outcome: recovered for purple injection site; recovering for stayed without walking/disturbance of gait/limped; not recovered for a lot of pain/arthralgia; unknown for rest of the events seriousness criteria: disability for a lot of pain/arthralgia and stayed without walking/disturbance of gait/limped a product technical complaint (ptc) was initiated on 17-dec-2018 for synvisc one, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 17-dec-2018. Gptc number added and results were updated for the same. Text amended accordingly.

Event description:
Stayed without walking/disturbance of gait/limped [walking difficulty]. A lot of pain/arthralgia [knee pain]. Arthropathy [arthropathy]. Purple injection site [injection site coloration]. Pain at the injection site [injection site pain]. Swelling/swelling in joints [joint swelling]. Joint stiffness [joint stiffness] . Warm sensation in the knee/common heat (a large heat) [joint warmth]. Joint effusion [joint effusion]. Arthritis [arthritis]. Case narrative: initial information received from (B)(6) on (B)(4) 2018 regarding an unsolicited valid serious case received from patient. This case involves adult female patient who stayed without walking/disturbance of gait/limped, had a lot of pain/arthralgia, swelling/swelling in joints, warm sensation in the knee/common heat (a large heat) (latency: 0 day), joint stiffness, joint effusion, pain at the injection site, purple injection site, arthropathy and arthritis (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient had infiltration of hylan g-f 20, sodium hyaluronate, intra-articular injection in the knee at an unknown dose (lot - unknown) for unknown indication, administered by physician. On the same day, patient presented with reaction that cause swelling, a lot of pain and even stayed without walking (latency: 0 day). The patient informed that since then she had been suffering with those reactions and questioned whether it was normal still present with pain. The patient informed that she read about the collateral effects of the product and that she presented exactly with pain, swelling, a warm sensation in the knee (latency: 0 day) since the day she performed the procedure and regarding the accumulation of liquid she did not know, because she will only know when she performs a resonance. The patient had already spoken to the physician who informed that it was normal, but patient did not believe that it was normal. The patient informed that it was the second time that she performed this procedure and in the first time everything was normal and it helped a lot, because she presented result. Therefore, the patient decided to perform the procedure again, however, she had this unfortunate situation with adverse effects, although at the time of the procedure everything occurred well. The patient emphasized that she exactly fits in the potential adverse events, arthralgia, joint stiffness, joint effusion, swelling in joints (always, if the patient does something that requires a lot from her knee until mine gets swollen soon), common heat (a large heat) , pain at the injection site, which the patient felt and it turned purple for a week, but the patient was not presenting it at the day of the report anymore, arthritis, arthropathy, disturbance of gait and if it is in the matter of the walk, then, in the first week patient walked with the help of crutches, because she felt a lot of pain, in the second week the patient limped a little (latency: unknown). On the day of the report the patient still presented with pain, but it did not stop her from walking. Final diagnosis was warm sensation in the knee/common heat (a large heat), swelling/swelling in joints, a lot of pain/arthralgia, stayed without walking/disturbance of gait/limped, arthritis, arthropathy, purple injection site, pain at the injection site, joint effusion and joint stiffness. Corrective treatment: crutches for a lot of pain/arthralgia and stayed without walking/disturbance of gait/limped; note reported or rest. Outcome: recovered for purple injection site; recovering for stayed without walking/disturbance of gait/limped; not recovered for a lot of pain/arthralgia; unknown for rest of the events. Seriousness criteria: disability for a lot of pain/arthralgia and stayed without walking/disturbance of gait/limped. A product technical compliant was initiated and results were pending for the same.